Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019, her meter allegedly began to read inaccurately high. She explained that she obtained inaccurately high readings of ¿288 and 282 mg/dl¿, at 7.35am and 5.13pm respectively, on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with a combination of oral medication (metformin; 1000mg, twice a day and glipizide; 10mg, twice a day), diet and exercise and explained that she did not take any action in response to the alleged inaccurate high readings. The patient advised the csr that on (B)(6) 2019 at 10.43am, she felt ¿shaky and weak¿ and performed an additional blood glucose test. The patient explained that she obtained a reading of ¿167 mg/dl¿ on the subject meter which she also alleged was inaccurately high compared to her feelings/normal results. She stated that she self-treated her symptoms with ¿chocolate and soda¿. The patient denied performing a blood glucose test on another device. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used and that the patient¿s test strips had been stored correctly, were within expiry date. The csr was unable to walk the patient through a control solution test because she did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate readings with the subject device.